Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced low blood glucose of 20 mg/dl after bolusing for food on (B)(6) 2017. Customer became unconscious and fell to the ground causing injuries. The insulin pump had over delivered insulin. Customer was then hospitalized for eleven days and was admitted into a rehabilitation facility for months. It was reported that the infusion set used by customer was recalled days after customer was injured. Insulin pump is expected to return.